Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys troponin t stat assay result for one patient and a questionable low elecsys hcg + beta test system result for one other patient. (B)(6). The customer stated the clinician basically ignored the low erroneous tnt stat result since it did not match the clinical picture and the ckmb result. No treatment was withheld or given based upon this result. Patient 2 initial hcg+ beta result on (B)(6) 2017 from a female patient was <0.100 uiu/ml and was reported outside the laboratory. Based on this result, the patient was released from the ER but came back 3-4 hours later. It was determined the patient actually had a spontaneous abortion and required a transfusion due to low hemoglobin. It was believed the miscarriage process had already begun when she came into the ER. The ER doctor questioned the initial reported result as the patient was found to be 12 weeks and 5 days into the pregnancy. A new sample was drawn and the hcg+ beta result was >10000 uiu/ml and then upon dilution was 9918 uiu/ml. The patient was reported to be okay. No adverse event was reported. Upon investigation, it was found the customer had originally tested another sample from the same patient at the same time as the original testing. The result for this sample with a dilution was 12765 uiu/ml. The tech had deleted this result without viewing as the other sample had a negative result. The troponin t reagent lot number and expiration date were requested but were not provided. The hcg+ beta reagent lot number was 21015105 with an expiration date of 5/31/2018. The field service representative could not find a cause. He replaced the pinch tubing and probe tubing. He verified the analyzer worked properly by running diagnostic checks. Analyzer performance testing was completed and all results were within specifications. The customer confirmed there were no further issues after the service visit. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include improper pre-analytical conditions resulting in issues with sample quality or temporary instrument issues such as insufficient maintenance.